Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018 the patient experienced a sensor that deployed on its own. No additional event or patient information is available. No product or data were provided for evaluation. The confirmation of  the complaint is undetermined. A probable cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
A sensor was returned for investigation. The device was visually inspected and no defect was found. Confirmation of the complaint was undetermined via product. The probable cause was unable to be determined via product.